Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred during the priming of an xlung kit 230. There were no alarms from the console. After inspecting the leak location, damage was found on the connector between the blue stopcock and the tube extension at the venous deairing port (p"). Photos of the damaged component were provided for review. It is unknown when the component may have become damaged. However, the kit was fully assessed for defects and damage prior to use, and nothing was found. It was confirmed there was no patient involvement, and the reported problem did not result in any delayed or missed treatments. To resolve the issue, another kit was used. The sample was said to be available for evaluation. The lot number of the kit is currently unknown.

Event description:
It was reported that a fluid leak occurred during the priming of an xlung kit 230. There were no alarms from the console. After inspecting the leak location, damage was found on the connector between the blue stopcock and the tube extension at the venous deairing port (p"). Photos of the damaged component were provided for review. It is unknown when the component may have become damaged. However, the kit was fully assessed for defects and damage prior to use, and nothing was found. It was confirmed there was no patient involvement, and the reported problem did not result in any delayed or missed treatments. To resolve the issue, another kit was used. The sample was said to be available for evaluation.

Manufacturer narrative:
Plant investigation: although the sample was reported to be available for evaluation, the failure pattern is known and informative photos were received; therefore, a sample was not required. A crack in the luer-lock negative adapter could be seen in the provided photos. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Upon review of the manufacturing documentation of the affected product, no abnormalities or deviations could be found. Since the damaged component is a purchased part, the manufacturer has been informed for further investigation of the defect. Improvements have already been implemented to avoid this error in the future. Based on the available information, the complaint has been confirmed.